Event description:
It was reported the bolts on the manual wheelchair wheel locks has been stripped. As a result, the wheelchair cannot be securely locked into place. No patient consequences were reported as a result of this event.